Manufacturer narrative:
Photos were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 09/2020).

Event description:
It was reported that the dialysis kit allegedly contained the incorrect dilator. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the first and only complaint reported for this lot number. A DHR (device history record) review is not required. Investigation summary: two electronic photos were reviewed by (B)(6) (bdpi field assurance engineer). One photo shows the hubs of two 12 fr dualators. A part of the blue shaft of both dualators can be seen in the photos. Both dualators appear to be clean and no damage/defects can be observed in the photo. The second photo shows labeling for equistream¿ long-term hemodialysis catheter with preloaded stylet, 14.5 fr, straight, 19 cm. The product catalog number 5903190 is visible in the photo. However, the lot number is blurry in the photo. Based on the photo review, an incorrect/extra component cannot be confirmed. Although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is inconclusive for incorrect/extra component, as the rest of the equistream kit in sealed packaging was not visible in the photos provided. Although two 12 fr dualators were visible in the provided photos, the rest of the kit and packaging tray were not visible in the photos provided. The definitive root cause could not be determined based upon available information, as the condition of the alleged kit at time of receipt in sealed packaging is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the dialysis kit allegedly contained the incorrect dilator. The procedure was completed successfully. There was no reported patient injury.